Manufacturer narrative:
Previous history of cad with lima to lad. Prior to stent implantation, the saphenous vein graft to rca was occluded with thrombus. During the index procedure three des were delivered to the saphenous vein graft of rca. Post dilation was not performed. One des was delivered to the lcx. Approximately six days later the patient had a syncopal episode. ICD was reprogrammed to compensate for bradycardia. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cec confirmed that it was just the one stent (lot 0008627187) in the proximal portion of the lesion that was under-expanded. The under expanded stent was a visual observation by the investigator without diagnostic evidence via oct or ivus to support the statement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
In a resolute onyx post market study, it has been reported that a patient has a previous medical history of myocardial infarction, prior pci, CABG, hyperlipidaemia, hypertension and transient ischemic attack. The index procedure was prompted by a myocardial infarction. During the index procedure a resolute onyx drug eluting stent was implanted in a graft in the r-pda. The lesion had exhibited 100% stenosis and was predilated with 50% stenosis remaining . It was noted one day later during monitoring that the stent was initially under expanded and during a revascularization it was re-dilated. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient has history of cad. Patient had three resolute onyx drug-eluting stents implanted in the rca during the index procedure to a maximum pressure of 12 atms each. The clinical events committee reported that an angiogram showed stents in proximal segment of rca were underexpanded. The patient had drug eluting stents implanted in the gap between the two previously placed stents in the rca. The stent balloon was used to post-dilate the prior stents. The patient had an ICD implanted 4 days later. The patient was discharged the following day. If information is provided in the future, a supplemental report will be issued.